Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in intraoral region #9 it was verified its non osseointegration. 25 ncm of primary stability was achieved and immediate load was not performed. Patient had lone bone quality (bone type iii) and bone graft was executed.